Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2016, and mesh was implanted during which the surgeon noted the old mesh underlay was attached to the medial fascial edge and formed part of hernia sac. Two loops of small bowel adhered densely to the old mesh. It was reported the patient underwent removal surgery on (B)(6) 2019, during which the surgeon noted exploratory laparotomy with lysis of adhesions for greater than 3 hours. There were three small bowel enterotomies the site of the old mesh. The old mesh had a greenish tinge. There were dense adhesions in the abdomen. It was reported that patient had hernia repair surgery on (B)(6) 2011, and mesh was implanted. It was reported that the patient experienced severe chronic pain, inflammation and tissue erosion. Other procedure was captured in a separate file. No additional information was provided.